Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre 2 sensor. The customer obtained a sensor reading of 110 mg/dl which was higher than she felt. Customer had contact with a healthcare provider who provided her with a glucose tablet as treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.